Manufacturer narrative:
Correction in g4: PMA / 510(k) number was not provided in previous submitted report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: device analysis was not completed as on date of this report. A supplemental report will be submitted once device analysis is completed. H6: additional code of imdrf annex g: g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the screen of the nim system intermittently froze on a previous image, even when event capture was no t selected. The displayed image did not correspond to the current stimulation. For example, the system showed a 300 v biphasic curve, but the reported amplitude was 1000 v. The screen only resynchronized with the console audio and actual stimulation after repeatedly selecting event capture. Additionally, nervetrend functionality could not be utilized, as the system froze. Even with the reevaluate option, the image remained frozen. It was not possible to advance in the counts necessary to establish the baseline. Troublesh ooting was performed, including turning the system off and on, testing both wired and wireless connections, and testing stim 1 and stim 2, but the issue was not resolved. When attempting to obtain 20 measures, the count stopped at 1 and did not progress, requiring repeated reevaluation and restarts. The issue persisted throughout the case and procedure was completed with reported products. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed the reported issue and the software had a failure. H6: previously applied codes of imdrf annex b: b17, annex c: c20, annex d: d16 and annex g: g02030 are no longer applicable. H3: device analysis for product ID: nim4cpb1, serial/lot #: (B)(6)did not identify any fault. H6: imdrf code of annex c: c19 and annex d: d20 are applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.